Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-29, that has a similar product distributed in the us, list number 08d06-31/-41.

Event description:
The customer reports that on (B)(6) 2017 three patient samples generated false nonreactive architect syphilis tp assay results when compared to the biomerieux methodology. The following information was provided: (B)(6). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. There were no related adverse or non-statistical trends identified. No non conformances or deviations related to the complaint issue were identified. Reagent sensitivity was evaluated using an in-house retained reagent kit of lot 70031li00, which included replicates form a sensitivity panel. All results met specifications indicating that the performance of this lot regarding sensitivity is not negatively impacted. No false nonreactive results were obtained. No returns from the customer site were available for this evaluation. The architect syphilis tp assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, a product malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no systemic issue or product deficiency was identified.